Manufacturer narrative:
Patient identifier, age and weight were not available at the time of this report. A software investigation is in progress.

Event description:
A medtronic medicraft representative report that during a spine surgery the site alleged an inaccuracy of 5 mm superior. The surgeon re-scanned the patient and used the second scan to continue the case with the use of the stealthstation. There was no impact on the patient outcome.